Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he was changing his infusion set and during the prime, he received a no delivery alarm on the insulin pump. Customer stated that insulin did not exit the tubing. Customer was advised to try a new reservoir with the current set. Customer stated that the pump alarmed no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer was advised to return the reservoir.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.